Event description:
It was reported that the patient presented with stable angina and a st-elevated myocardial infarction. The procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal left anterior descending (lad) artery. A 2.75x28 mm xience pro rx stent delivery system (sds) was advanced and the stent was implanted in the target lesion. There was no interaction of devices. A proximal dissection and stent thrombosis were noted while performing angioplasty with the xience pro stent in the patient. A 3.0x15 mm xience pro stent was deployed in the proximal lad and was used to successfully cover the dissection as well as the thrombus. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of dissection and thrombosis are listed in the xience pro everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro device is currently not commercially available in the us.; however, it is similar to a device sold in the us.